Manufacturer narrative:
The lead remains implanted. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific crm received information that during the implant procedure, the patient's blood pressure decreased and 2:1 atrioventricular block occurred when this right ventricular defibrillation lead was positioned. First aid was provided with backup pacing by the program system analyzer. The shock coil may have caused damage in the vessel when the lead moved to the coronary sinus during the initial lead manipulation. One hour later, the patient's condition became stable. The procedure continued and the lead was successfully implanted.